Event description:
Information received from the field does not address the patient's clinical status but notes that during a trans- telephonic follow-up, rate variability was noted. Initially, the magnet response was 75 ppm when the base rate was pro- grammed to 75 ppm. Following an atrial and ventricular paced event, the next interval was measured at about 100 ppm. Following an atrial pace and intrinsic r wave, the next interval was about 150 ppm, faster than expected.